Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the sureform 60 stapler with an unknown reload color was observed to have had malformed staples. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler or the related reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number of the sureform stapler instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.